Event description:
It was reported that the system stored an untreated episode due to oversensing of noise. The patient also has a bradycardia pacing system implanted along with this defibrillation system. Technical services reviewed and discussed some testing options. Later, it was reported that the patient had an inappropriate shock due to oversensing of noise. The system was programmed off while the patient waits to have a trans-venous system implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the system stored an untreated episode due to oversensing of noise. The patient also has a bradycardia pacing system implanted along with this defibrillation system. Technical services reviewed and discussed some testing options. Later, it was reported that the patient had an inappropriate shock due to oversensing of noise. The system was programmed off while the patient waits to have a trans-venous system implanted. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the system stored an untreated episode due to oversensing of noise. The patient also has a bradycardia pacing system implanted along with this defibrillation system. Technical services reviewed and discussed some testing options. Later, it was reported that the patient had an inappropriate shock due to oversensing of noise. The system was programmed off while the patient waits to have a trans-venous system implanted. There were no additional adverse patient effects.